Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with a skin infection. The patient's blood glucose (bg) values reached 300 mg/dl. The patient had a abscess and had a fever. For treatment, the patient was prescribed keflex, 7.5ml, three times a day for two weeks. It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn longer than 48 hours on the leg. The pod was discarded and patient was discharged after a few hours.